Event description:
A signal loss issue was reported with the adc device, and the customer was unable to receive high/low glucose alarms. As a result, customer was unaware of changes in glucose levels and experienced loss of consciousness due to hypoglycemia. However, the customer reported they were able to self-treat by consuming apple juice and there was no third-party treatment involved. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue were observed. Attempted to scan the returned sensor with evaluation module (evm) but was unsuccessful. The evm was reset, and the sensor was scanned again but the sensor did not scan leading to an unsuccessful data extraction. An extended investigation was conducted. Visual inspection was performed on the returned sensor, and no issues were observed. The customer reported to have observed event 57r2 (a clock loss event that indicates the reader has recognized the clock for its bluetooth low energy (ble) module is not operating at the correct frequency and the module has reset itself to correct the issue) in the event log. This observation indicates the sensor was unable to scan due to repeated bluetooth module restarts causing multiple re-pairing cycles with the sensor. The repeated re-pairing cycles then lead to an unintended battery drain that results in a sensor that does not scan due to a lack of power. The root cause of the reported issue is unintended sensor battery depletion caused due to atypically frequent clock loss events from the reader's ble module. Therefore, the issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 - PMA/510(k) # as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device, and the customer was unable to receive high/low glucose alarms. As a result, customer was unaware of changes in glucose levels and experienced loss of consciousness due to hypoglycemia. However, the customer reported they were able to self-treat by consuming apple juice and there was no third-party treatment involved. There was no report of death or permanent injury associated with this event.